Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was returned for evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope the CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation for this event is possible at this time. If additional information and/or return of the devices become available, this investigation will be reopened.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient had a right total hip arthroplasty on (B)(6) 2006. It is further alleged that the patient developed severe pain with inability to weightbear and "radiographs show that he has catastrophic taper failure with femoral head disassociated from the taper of the femoral component and there is gross deformity of the taper on radiographs". He was revised on (B)(6) 2015.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient had a right total hip arthroplasty on (B)(6) 2006. It is further alleged that the patient developed severe pain with inability to weightbear and "radiographs show that he has catastrophic taper failure with femoral head disassociated from the taper of the femoral component and there is gross deformity of the taper on radiographs". He was revised on (B)(6) 2015.